Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had dislodged before the procedure was done. The physician attempted to ¿re-implant¿ the lead, but was unable to get the lead back in. It was noted that the physician could not get the wire out of the lead. The lead was not used, and another lead was implanted. The wire was removed post operatively with little effort. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the stylet/guidewire was broken. The stylet/guidewire was kinked/buckled. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found that the guidewire tip visible kinked inside the lead tip nose. Using destructive analysis, then pulled the guidewire from the lead tip, and discovered that there¿s a guidewire fragment stuck inside the lead distal end. According to the reported, the guidewire could be broken during implant procedure when force was applied to remove the guidewire. If information is provided in the future, a supplemental report will be issued.